Event description:
This lead was explanted and replaced. The reason for explant was not given. Multiple attempts were made to get the reason for explant with no success.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.